Event description:
According to the reporter, the device will not power on with either batteries or the ac adapter. No pt use was associated with the reported event.

Manufacturer narrative:
The customer declined an offer of svc from physio-control. Physio provided the customer with parts info for repair.